Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000178989.

Event description:
It was reported that following a trial implant procedure on (B)(6) 2025, the patient experienced intolerable pain. As a result, the leads were explanted. It is unknown which lead was at fault.